Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. (B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: colombia. It was reported that the knot in the suture does not slide easily.

Manufacturer narrative:
Received samples: customer didn't attach samples of the complaint batch. Preliminary analysis: stock review: once the stock of this batch in warehouse was reviewed, it was verified that currently there are no units of this batch number. Imported/manufactured units: manufactured (B)(4) units of this batch number. Distributed quantity: all units were distributed into 13 customers, which are located in next cities: (B)(6) likewise, an export to (B)(6) was made. Background: our complaint database was checked and it was identified that to the date, there are no reports related to this cause and batch number. Batch record: documentation of the batch was reviewed, in process and finished product quality controls were checked and there weren't found deviations, either alterations during process results for batch release: the obtained results for batch releasing, in resistance to attach, met the requirements for this type of suture. (B)(4). Sample analysis: as long as it was not received any sample and there aren't available units in warehouse, it is not possible to carry out an investigation which determines the root cause of this incident. Conclusions: the complaint is classified as "not evaluable", since there aren't available samples for investigation, it is not possible to reach an accurate conclusion on the occurred incident. Actions: no corrective or preventive actions are taken on this complaint, since review there weren't identified product failures.